Event description:
It was reported that there was a leak between the connection of the patient line of the homechoice cassette and transfer set. The event was further described as ¿some solution came out from the connection of the transfer set to the patient line." There was air in the patient line. This occurred during fill two of five of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient in ending therapy and removing the cassette. The patient would call the nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.